Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The handle did not turn during procedure. But the procedure continued and there was no health impact for this issue.

Manufacturer narrative:
An event regarding non functional device involving a scorpio impactor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The handle did not turn during procedure. But the procedure continued and there was no health impact for this issue.